Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. During investigation, it was found that all keypad buttons required excessive force to activate a response. It was also observed that the up arrow and contrast buttons were found to be misaligned. During investigation, it was found that all keypad buttons intermittently spring back when pressed. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the keypad is not responding appropriately. It was also reported the pump has not been exposed to moisture and keypad and pump are intact.